Event description:
This complaint is reportable based upon analysis results completed on 04/09/2008. It was reported that the lesion being treated was located in the 90% stenosed, calcified and average tortuous left circumflex (lcx). There was insertion difficulties and the lesion could not be dilated, therefore the lesion was dilated again. But the physician still could not cross the taxus express2 2.5x12mm drug eluting stent through the lesion. The procedure was completed with a non-bsc bare metal stent. No pt injuries or complications were reported. Pt status was reported as "ok". Analysis of the returned device found stent damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination of the returned device revealed mid stent damage. One strut on the sixth row from the distal end was misaligned. The damage found on the stent was measured using a snap gauge at approximately 1.28mm. The area where there was no damage found was measured at approximately 1.22mm. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions. As the product meets the design and manufacture specification but due to the likelihood that the pt anatomy or other procedural factors encountered during the procedure performance was limited, the most probable root cause of this complaint will be documented as operational context. A corrective and preventative action has been raised to address this issue.